Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation could not confirm the customer's allegation of fluid intrusion with this device. No evidence of fluid intrusion was found.

Event description:
It was reported that a spectrum pump experienced a fluid intrusion into the keyhole cup. The customer stated that he did clean the keyhole. It was also reported that there was no pt involvement.